Event description:
A low reading issue was reported with the freestyle libre sensor. A customer reported receiving an unspecified low sensor scan when compared to a competitor brand meter. The customer experienced symptoms described as irritation and tiredness and was unable to self-treat due to symptoms. The customer had contact with a healthcare provider who obtained a blood glucose result of 344 mg/dl and customer was diagnosed with hyperglycemia. The customer was administered 4 units of insulin by both a non-healthcare professional and a healthcare professional. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.